Event description:
The following issue was reported via manufacturer and user facility report number "mw5110605" which stated that during a patient procedure, using a glidescope cobalt avl, the glidescope screen flickered during an intubation attempt. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
Verathon investigated the reported FDA manufacturer & user facility report number "mw5110605" but was unable to verify if the reported device was or will be returned to verathon for evaluation. No further information was found or provided on the reported verathon device. If further information does become available for the following device a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
Verathon investigated the reported FDA manufacturer & user facility report number "mw5110605" and contacted the customer to confirm if they would like their device returned to verathon for evaluation. The customer declined the option to have their device returned for evaluation and confirmed they would be disposing of the device at their facility. Upon review of the device history for the glidescope avl video baton 3-4 serial number (B)(6). It was determined that the glidescope avl video baton 3-4 was manufactured on november 11, 2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device seven (7) years and nine (9) months, may have caused or contributed to the reported event. Corrective action is not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
The following issue was originally reported via manufacturer and user facility report number "mw5110605." Upon follow-up communication with the customer they confirmed that during a patient procedure, using a glidescope avl video baton 3-4, the image would "flicker" during intubation when the video baton was manipulated. After the procedure, the biomed technician was able to isolate the reported issue to just the video baton. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.